Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-03369. It was reported the patient experienced ineffective stimulation on the left extension with no stated falls or trauma. Diagnostics revealed high impedances. To address the issue, the physician explanted the left extension and replaced it with a new model, which resolved the issue. Note: it is unknown which extension is the left extension, therefore both are being reported.